Event description:
A hosp nurse reported that the image was lost as the physician was completing a colonoscopy procedure. Nurse stated that the image returned as soon as the scope was removed from the pt. There were no complications related to the occurrence.